Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up and down arrow keypad buttons had to be pressed multiple times and with additional force for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on the up and down arrow buttons. Multiple button presses were required before the buttons would engage. None of the keypad buttons had normal spring back or click. When the keypad was removed there was evidence of adhesive/contamination found under all the key contacts. In addition, during the investigation it was observed that the battery compartment was cracked at opening of battery chamber extending down to the primary seal.